Event description:
It was reported that the customer had a cracked battery compartment and fluid under the screen. The customer blood glucose level was 8.9 mmol/l. Customer states the insulin pump was exposed to moisture. Troubleshooting was not performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports a broken battery tube threads noted. A cracked display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked belt clip slot. Moisture damage was noted on display board and motherboard board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.